Manufacturer narrative:
A copy of the patient's op report was received which supports the original report of endocarditis. Tee demonstrated mitral valve dehiscence from the annulus. Mitral valve insufficiency was also noted. The device was replaced with a new edwards bioprosthetic valve. Post-pump tee revealed a well-seated valve with no perivalvular leaks. Although the root cause of this event cannot be confirmed without the sample device, it appears that the insufficiency and dehiscence were likely caused by the infected valve. There is no change in the original conclusion of this case.

Event description:
In this case, it was reported that the device was explanted after an implant duration of approximately 6 years due to prosthetic valve endocarditis. The surgeon indicated that there was no malfunction of the explanted valve. The device was replaced with a new edwards bioprosthetic valve. Unfortunately, no other details were provided.

Manufacturer narrative:
Device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event cannot be confirmed.